Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed accuracy tests" was not reproduced. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed multiple infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, and the infusions ran to completion without interruption. No abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.